Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains actively implanted. Lead was repositioned due to low r wave amplitude. Dropped from 6.4mv to 1.5mv today while revising ra lead. No adverse patient events reported. Should additional information become available, it will be added to this file.